Manufacturer narrative:
Follow-up #1: date of submission 01/24/2015. Device evaluation: the pump have been returned and evaluated by product analysis on 01/10/2015 with the following findings: on investigation, the reported prime issue was verified in the black box but not duplicated during the investigation. Review of black box data found one record of loss of prime alert with zero force one day after the reported event date. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. Pump casing was opened and no anomalies were found with the force sensor assembly. Unrelated to the reported prime issue, the display screen was dim with a reddish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.